Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014, at 12pm. The patient manages her diabetes with insulin (self-adjuster); however, it is not clear what action the patient took in response to the reported power issue. According to the csr¿s documentation, as a result of the reported power issue, the patient allegedly developed symptoms of shaking, lightheadedness, confusion, and dry mouth an unclear time later; at 1pm, the patient consumed food and/or drink as self-treatment; and at 2pm, the patient obtained a blood glucose reading of ¿137mg/dl¿ with the doctor/clinic¿s meter. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter¿s battery did not need to be replaced. The alleged issue was not resolved with training. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.